Event description:
It was reported the patient had fallen and was experiencing a shocking sensation when he lifted his head since the incident. The patient was advised to the turn the scs system off until the system could be reprogrammed. The sjm representative met with the patient for reprogramming, it was reported the issue was resolved.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.